Manufacturer narrative:
D2b: pro code (product code) : corrected. The device was returned for analysis. Visual inspection revealed a catheter twist beginning 19.6 cm from the lap joint section, and imaging core windup with a broken drive shaft beginning 28.3 cm from the distal end of the connector shaft. Impedance testing showed an electrical open in the proximal catheter.

Event description:
Reportable based on analysis completed on 1nov2023. It was reported that visualization issues occurred. The 100% target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. The opticross 18jp imaging catheter was selected for ultrasound examination of the target lesion, but during insertion, the image became pitch black. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed catheter twist.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a catheter twist beginning 19.6 cm from the lap joint section, and imaging core windup with a broken drive shaft beginning 28.3 cm from the distal end of the connector shaft. Impedance testing showed an electrical open in the proximal catheter.

Event description:
Reportable based on analysis completed on 1nov2023. It was reported that visualization issues occurred. The 100% target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. The opticross 18jp imaging catheter was selected for ultrasound examination of the target lesion, but during insertion, the image became pitch black. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed catheter twist.